Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had hyperglycemia due to an inaccurate delivery issue. Reportedly, on (B)(6) 2014 the patient¿s blood glucose (bg) was at 338 mg/dl with no associated symptoms or ketone level reported, and the patient was treated with insulin via pump by the health care provider (hcp) at the doctor¿s office. It was reported that the week prior, the patient¿s bg was over 500 mg/dl on occasion. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was revealed that the patient was hospitalized for a stroke and remained hospitalized at the time of the call. Review of potential cause for bg issue indicated that the insulin regimen was not adjusted for diabetes management factors such as changes in physical activity level and signs/symptoms of illness. Attempts to review potential causes for inaccurate delivery was refused and the reporter stated that the hcp had insisted that the pump be replaced. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia related to an alleged delivery issue of unknown cause.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the last basal delivery was on the complaint date. No atypical activities were observed in the alarm history. The total daily deliveries were consistent with the programmed basal rates. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. The reported inaccurate delivery issue was not verified in the black box or duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.